Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a red x over the electronic patient gas system (epgs) icon. The epgs was recalibrated, and the red x was cleared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the epgs. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and air and oxygen (o2) were introduced. Epgs calibration and testing was performed and passed all testing. The srt did not observe any 'red x' on the central control monitor (ccm) during troubleshooting. There were also no alarms or alerts observed during troubleshooting. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.